Event description:
A report was received that a patient had uncomfortable pocket site. The physician performed the pocket revision. Nothing was explanted or implanted. The patient was reprogrammed after surgery and is doing well.